Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that their implantable neurostimulator (ins) died on thanksgiving ((B)(6) 2019). They stated that they misplaced their recharger, so they couldn¿t recharge their device. They noted that they cannot charge their implant and is not able to connect with their programmer. The patient added that they can¿t get their ¿remote¿ to work either. They mentioned that they last recharged their device 3 weeks ago. The patient stated that their charging times are not consistent. They also added that the ins will last 2-3 days, and sometimes it will last 2-3 weeks. The patient noted that this has been going on for 6 months. They mentioned that they had a rechargeable battery placed on (B)(6) 2014. The patient was to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.